Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) requested assistance regarding this cardiac resynchronization therapy defibrillator (crt-d) with a right ventricular (rv) lead exhibiting loss of capture (loc) with high capture thresholds following implantation. Technical services (ts) reviewed the presenting electrograms, which showed changes compared with earlier recordings, including decreased r wave amplitude. An x ray indicated that the rv lead tip was oriented toward the rv outflow tract (rvot), indicating migration and dislodgement. It was mentioned that the patient is not pacemaker dependent and is currently programmed to left ventricular (lv) only, which seemed to be working, but at high outputs. Ts outlined potential risks with this current state. It was noted that this patient experienced similar issues with their first rv lead in which therapy had been turned off and this patient was sent home with a lifevest. The first rv lead implanted was 64cm and this current rv lead is 59cm. Ts noted that this patient might require turning off tachy therapy and using a lifevest again, similar to the previous rv lead issue; however, at that time the system remained programmed as is as this lead was not exhibiting oversensing. Ultimately, this entire system was explanted and successfully replaced with a non-boston scientific system. This cardiac resynchronization therapy defibrillator (crt-d) has not been returned for analysis and no additional adverse patient effects were reported.